Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of downstream occlusion alarm won't clear. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11: the device was received for evaluation. During functional testing, the reported problem "downstream occlusion alarm won't clear" was reproduced. A review of the event history log revealed multiple "downstream occlusion!" Alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the downstream sensor being out of specification. The downstream sensor required to be calibrated to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.